Event description:
It was reported that device twist occurred. The approximately 80% stenosed target lesion was located in the lower extremity fistula. After a non-boston scientific wire and a 6fr sheath was inserted, an opticross 18 catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device looped back on itself. In an attempt to straighten the catheter, the tip became kinked resulting in lost image. The device was removed intact from the patient. The procedure was completed with balloon angioplasty. No patient complications were reported.